Manufacturer narrative:
The pump (B)(4) was not returned to the manufacturer for analysis because the site opted not to return it. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. The reported event, high power, was confirmed via review of the controller log files. High power is typically indicative of thrombus formation. While the root cause that led to the reported event could not be determined, thrombus formation within the pump, and clinical factors may have contributed to the patient's high lvad power consumption. These clinical factors include the patient's recent sepsis and worsening right ventricular function. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4). Site opted not to return pump.

Event description:
Approximately sixteen months after the implantation, the patient became unwell, dyspneic and experienced increased lvad power consumption. In addition, the patient was reported to have had dark colored urine. An echocardiogram revealed a right ventricular ejection fraction of 25%. The patient's international normalized ratio was reported to be between 2.5 and 3.0. Other details regarding any diagnostic testing or of any initial attempts to treat the patient were not reported. The patient underwent lvad exchange at a later date. The site reported that thrombus was found in the lvad pump at the time of the explantation. The patient's post-operative course was complicated by bleeding and two separate returns to the operating room to resolve it as well as extra-corporeal membrane oxygenation. According to the patient's treating physician, the event was reported to be unrelated to the device and that the patient's recent sepsis may have contributed to this event.